Event description:
Pt reported experiencing elevated blood glucose (400 mg/dl), yesterday, while wearing the device. Pt stated that the device's display is fading, and segments appear to be missing. Pt reported that, when programming a large bolus, the device makes "a weird clicking noise." No error messages were generated by the device. Pt had attempted to lower blood glucose by bolusing. When this was unsuccessful, pt switched to back-up device.